Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported through a monthly survey that blood glucose (bg) had risen to 350 mg/dl and remained high for a few hours. During follow-up, the user mentioned having heart and blood pressure issues, which may have contributed to the high bg. The highest blood glucose (bg) recorded was 350 mg/dl. Bg was corrected by the ilet pump. The user reported feeling nauseous during the event. No medical intervention was required at the time of call.